Event description:
Allegedly the patient was revised for pain. Possible infection. Cultures done.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is the same event as 3010536692-2015-00688, -00689. Report will be updated when investigation is complete. Trends will be evaluated.